Manufacturer narrative:
(B)(4). The damages found were sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported multiple episodes of right ventricular oversensing and a lead exit block were observed. The lead was explanted and replaced. Lead examination after extraction noted a small kink near the distal part of the coil. No adverse consequences were detected.